Manufacturer narrative:
Carefusion complaint number (B)(4). The carefusion field service representative evaluated the unit and determined the main printed circuit board to be the issue. The main printed circuit board was replaced and a returned good authorization was issued however carefusion has yet to receive the sample for investigation. In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that while on a patient the unit started alarming "circuit disconnect" and the patient started to labor breathing. The circuit was checked and found to be connected correctly with no apparent leaks. The respiratory therapist then noticed that the turbine started to make funny noises. At that point the patient was moved to a back-up vent. There is no allegation of harm or injury to the patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect turbine and two main printed circuit boards and installed them onto a known good unit. The turbine was powered on into respiration more where the turbine was noted to be operational and the reported event was unable to be reproduced. The first main printed circuit board was powered in service mode where the error log showed multiple transducer faults. The transducers were calibrated and passed. The unit was then powered on into respiration mode however the reported event was unable to be reproduced. The second main printed circuit board was powered in service mode where the error log showed multiple error faults. The unit was then powered on into operation mode however the reported event was unable to be reproduced.